Manufacturer narrative:
The cutter was requested however it has not been returned. No evaluation can be performed. The manufacturing and sterilization lot records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that the cutter was not cutting or aspirating properly during the procedure. There was no report of injury or consequences to the patient.